Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Tibial component off cement causes pain. Tibial component loosening.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.